Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a configuration issue. The technical support specialist logged into ciisafe, backed up database, and updated the database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system was showing medication location as nhflerdpx4 instead of nhflimcpx1 in ciisafe and impacted user ability to dispense medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.